Event description:
Presents with a type ii endoleak that appears to originate from right hypogastric. Seen on CT scan during a routine follow-up s/p aaa stent graft repair. Done reasonably well after surgery until developed evidence of increasing size and had coil embolization of a branch of the left hypogastric that was felt not to be lumbar but similar to lumbar. On CT scan the internal mammary artery was not easily able to be visualized. During this routine follow-up the aneurysm was measured at 72 mm which has increased from the 65 mm measured a year ago. Present complaint of right flank pain-symptomic enlarging endoleak. Embolization right hypogastric collateral to lumbar: angio+ aneurysm pressure: explant of stent graft.

Event description:
Add'l info rec'd from rptr 2/7/01: please note that the original report needed to be edited to include: at explant (aneurx medtronic, inc) it was noted that upon opening the aneurysm without clamping, the aorta, a multiplicity of pinhole leaks were encountered along the right limb of the graft (ipsilateral limb). These leaks appeared to be at the site of where the stent had been sutured to the graft material, thus they may represent suture hole defects.

Event description:
Add'l info rec'd from md 1/8/2001: in operating room, while aneurysm sac opened, transgraft leaks through the holes of stent graft were noted. The holes were the suture holes of the device where the suture attached the fabric to the metal frame. A video tape showing a "sprinkler" like transgraft leak was sent to the FDA/cdrh.